Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that the retainer ring fell off. Insulin pump would need to be replaced. Customer's blood glucose was 7 mmol/l.

Manufacturer narrative:
Findings: pump received with missing retainer, missing reservoir tube o-ring, scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, serial number label fading, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.